Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed an insyte autoguard device with the needle cover. There appeared to be bodily fluids in the needle hub (grip) and needle cover. It could not be determined if the white button had been depressed. No damage was observed on the components due to the image quality. The needle appeared to be fully extended. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The photo provided for this incident did not present sufficient evidence to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from chinese to english: the needle could not be successfully retracted answers 'no' to all adverse event questions r/t occurrence of harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.